Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with 275cc mentor siltex round moderate profile on both sides and experienced deflation on the right breast implant. On (B)(6) 2022, mentor became aware that patient experienced bilateral deflation, and that the date of bilateral replacement surgery with catalog number 3502300; serial number (B)(4) on the left side, and with catalog number 3502300; serial number (B)(4) on the right side was (B)(6), 2022. Both right and left serial numbers are provided as (B)(4). Since (B)(4) was already reported for right side, left side serial number under field is left blank until additional information or clarification is received. At which time, supplemental information will be submitted. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Mentor is aware that the patient reported the same serial number bilaterally. Follow ups were performed for clarification. However, no response was received. If additional information is received in the future, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 23, 2022, mentor became aware that both devices were accidentally discarded. Hence, corresponding fields have been updated under section h6 on this form. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This supplemental report is for the patient¿s left-sided device manufacturer¿s reference number: (B)(4).